Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, troubleshooting detected breakage of plug unit. However, we could not specify cause of the breakage of plug unit. The event no image can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the insertion tube was crushed at the middle section and the grip had a customer label. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope was cloudy. The issue was found when preparing the device for use. The procedure was completed using a similar device without delay. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to breakage of a defective plug unit. The report is being submitted due to the defects found during evaluation.